Manufacturer narrative:
Concomitant medical product: product ID: 8711, lot# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (4000 mcg/ml at 1580.6 mcg/day) via an implantable pump for an unknown indication for use. It was reported increased aspirated volumes were observed during the last three refills. First, the difference between actual reservoir volume (arv) and expected reservoir volume (erv) was 4 ml. The refill after, the difference was 5 ml, and at the last refill the week of (B)(6) 2018, the difference was 6 ml. It was stated the catheter was currently implanted for about 23 years, according to the hcp. It was reported the pump logs did not show any anomalies. There were no reported symptoms. No complications were reported or anticipated.